Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, asthma, tb, seasonal allergy, latex allergy and endometriosis. Delivery summary onset of labor (B)(6) 2009. Vaginal delivery- perineal/firs degree. Assessment- normal. Delivery complications- gbs positive. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and ovarian cyst ("right-sided ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and ovarian cyst to be related to essure. The reporter commented: 07nov2014(discrepancy noted date of removal). Most recent follow-up information incorporated above includes: on 6-aug-2020: new events dysmenorrhea, menorrhagia and right-sided ovarian cyst were reported. Dob was added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.